Event description:
(B)(4) - the dentist reported that, around 3 years after the dental implant was installed in intraoral region #28, its fracture was observed. The patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. The reported lot number was not verified by the system, so it was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Follow up being sent to include h10 information.

Event description:
(B)(4) - the dentist reported that, around 3 years after the dental implant was installed in intraoral region #28, its fracture was observed. The patient presented bone type ii.